Event description:
Customer reported that the device had a blank display after the 3am self-test. Physio-control device evaluation observed an intermittent white screen and lock-up issue. The device would not turn off unless the battery was removed. There was no report of patient use associated with the reported incident.

Manufacturer narrative:
(B) (4): physio-control replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly at the failure analysis center and was unable to duplicate the reported issue. The investigator was unable to determine further component root cause.